Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 4 of 4. Reference MFR report: 1627487-2013-04276, reference MFR report: 1627487-2013-04277, reference MFR report: 1627487-2013-04278. It was reported the pt had lost 70 pounds since the implant of her scs system; the ipg has now become superficial. The pt reported she had pain at the ipg site due the position. The pt met with the physician regarding the issue. It was reported the physician planned to replace the ipg and the lead and to implant the new devices deeper.